Event description:
Left monitor went black during case, image came back, but collimator closed down and would not open. The system had to be rebooted. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.